Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The customer returned an air dermatome device for evaluation. The customer also returned the 1¿/2¿/3¿/4¿ width plates, for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical/zimmer biomet australia has previously repaired/evaluated this air dermatome four times. The last repair was (B)(6), 2014 where it was reported that the device was noisy and the 3¿ width plate was worn and the ball detent, damaged head, damaged control bar, thickness lever, reciprocating arm, neck, bearings, seal and retaining ring, motor, swivel, poppet assembly, width plates, o-ring, hose, and gears were replaced. This is not a related issue. Initial qa inspection of the air dermatome by zimmer biomet (B)(4) revealed that the head was worn and had nicks and marks. The motor speed was within specifications and the control bar was in the correct position. The calibration was out of specifications at the zero setting only. Repair of the air dermatome was performed by zimmer biomet (B)(4) which included replacement of the motor, motor sleeve, ball bearing, o-ring, poppet housing, spring seal, and external e-ring. The air dermatome was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the initial inspection by zimmer biomet (B)(4) it was noted that the head was worn and had nicks and marks. While the reported event was confirmed since during the initial inspection by zimmer biomet (B)(4) it was noted that the head was worn and had nicks and marks, it cannot be determined why these components failed. Therefore, the root cause of the reported event could not be specifically determined with the information that was provided. The issue was resolved with the replacement of the motor, motor sleeve, ball bearing, o-ring, poppet housing, spring seal, and external e-ring. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome was repaired, tested and returned to the customer.

Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). Patient code- is "no information" because we received additional information stating that there was an adverse event to the patient but we were not told what was the adverse event. We are still carrying out our follow up activities to find this information. If we receive any further information then it will be addressed in a supplemental medwatch. The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a followup MDR will be submitted.

Event description:
It was reported that the headpiece had damaged in the front edge of the body. Additional information received stated that when ssct was taken, ssct appeared shredded. The process was then repeated with same outcome. The new dermatome and new blade opened and procedure repeated once more. Ssct was then intact and usable. It was also said that there was an adverse event to the patient but no further details were given regarding the same.